Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h2, h3, h6, h10 medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: no intraop complications reported noted during initial surgery. No pain, full rom, feels stable, no complaints, very satisfied at both 1 and 2 year followups. X-ray review shows stress shielding osteolysis on humeral epicondyle contributing factors of event: previous radial head replacement review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: humeral screw kit 2 humeral screws, cat#: 00840009000, lot#: 62810154. Articulation kit size 4 1 axle pin, 1 humeral bearing a, 2 ulnar bearings b, cat# :00840009400, lot#: 62875488. Ulnar component plasma sprayed size 4, cat#: 00840002407, lot#: 62764440. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 04991, 0001822565 - 2019 - 04992.

Event description:
It was reported that a patient underwent an initial right total elbow arthroplasty. During the 6 month follow up visit, it was incidentally noted on xray review that the patient had a completely nontender and asymptomatic old medial column stress fracture of the humeral epicondyle now healed without intervention. During the 2 year follow up, x-ray review revealed stress shielding osteolysis on the same humeral epicondyle. No intervention or revision has been planned to date. Patient reports high satisfaction, full rom, and no complaints at each of the follow up visits. Attempts have been made and additional information on the reported event is unavailable at this time.